Manufacturer narrative:
This patient presented to the cardiac catheterization unit for elective treatment and 1-vessel disease was found. Intra-procedure medications included aspirin 2004 mg/day. Percutaneous coronary intervention (pci) was performed on a de novo lesion in the proximal to mid left anterior descending artery of 38mm in length in a 3.0mm diameter vessel. The (type c) lesion was also concentric. The lesion was pre-dilated with a 2.5x15mm balloon at 10 atmospheres (atm) before deploying a 3.0x18mm cypher at 14 atm followed by 2.5x23mm cypher at 10 atm in an overlapping manner. Post-dilation was conducted with a 3.25x15mm balloon at 12 atm for unspecified. Intravascular ultrasound (ivus) was conducted. The residual diameter stenosis was 0%. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure. Act was not measured. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 300mg/day. Nine months later, the patient complained of angina pectoris. Coronary angiography was conducted and 90% restenosis was observed in the implanted cypher stents. To treat it, plain old balloon angioplasty (poba) was conducted. Seven months later, the patient went to the hospital for a follow-up. Coronary angiography was conducted and 50% restenosis was observed in the cypher stents. The patient was not showing any symptoms so treatment was not conducted. Seven months later, the treatment for arteriosclerosis obliterans (aso) was conducted. A wallstent was implanted in the femoral artery. At that time, hematoma was observed at the site of the vascular access. So cilostazol was stopped. Approx 6 weeks later, the patient complained of chest pain and developed cardiogenic shock. Under cannulation, coronary angiography was conducted and thrombus was observed in the 2.5x23mm cypher stent. Thrombus was not observed in the first cypher, the 3.0x18mm stent. To treat the thrombus, poba was conducted. The patient recovered approx six weeks later and was discharged from the hospital. The physician commented that the possible cause of the thrombotic event was because the cilostazol was stopped and due to the effect of the in-stent restenosis. Please note that this product, (lot no. I0704079) is not distributed in the united states. However, it is similar to the us distributed. This product is also not available for testing and evaluation. This is one of two products associated with the events that were reported under manufacturing numbers 9616099-2007-01070 and 9616099-2007-01071.

Event description:
Nine months after percutaneous coronary intervention (pci), the patient complained of angina pectoris and restenosis was later found. Seven months later, the patient had no symptoms, but restenosis was found again. Six weeks later, the patient complained of chest pain again and developed cardiogenic shock. Thrombus was observed in one of the two stents.